Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, there was contamination on pins 1 and 6 of the j1 connector. The cause of the resets is the contamination on the battery connector. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.